Event description:
It was reported that a merlin.net transmission showed an alert for episodes of non-sustained vt, but the device did not save the segms for the vt. No patient symptoms were reported, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.